Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 515 mg/dl. The customer also stated that their insulin pump received an unexpected power loss alarm as well as battery out limit. Troubleshooting was performed and noticed that they assisted with clearing alarm. The customer did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.